Event description:
The manufacturer received information alleging an issue with a ventilator's alarm sound. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the audible speaker alarm sound was found to be low. The device's speakers were replaced to address the issue.